Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a surgical intervention and prolonged hospitalization. It was reported that following a paroxysmal afib case, a pericardial effusion was noticed. They reported that they used intracardiac echocardiography (ice) post-procedure to check, and no pericardial effusion was present at the time. It was unknown if the patient had any visible signs and that it was unknown how the pericardial effusion was confirmed. The medical intervention provided was unknown. The patient was reported to be in stable condition at the time of the initial call. Additional information was received. It was reported that the patient had a paroxysmal afib ablation done on (B)(6) 2023. A CT was utilized during the procedure and the procedure went according to plan. They checked for an effusion before pulling the ultrasound catheter out at the end of the case. No effusion found immediately post ablation. It was discovered post use of bwi products. The physician¿s opinion on the cause of this adverse event is unknown as he is currently unsure what caused the effusion. Pericardiocentesis attempted, and unsuccessful, so a pericardial window was successfully performed and drained pericardial effusion, 250 cc dark blood evacuated. Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event as pericardial window was performed, currently still in hospital ICU recovering as of (B)(6) 2023. Relevant tests/laboratory data: in recovery room developed hypotension and tachypnea. Transthoracic echocardiogram performed and revealed pericardial effusion with right atrial collapse. Other relevant history includes two previous cardioversions. A smartablate generator was used (sn (B)(4); ref (B)(4)). Transseptal puncture was performed with a standard curve baylis 71cm. There was a CT taken prior to the ablation and utilized during mapping and ablation. No evidence of steam pop. The flow setting for the irrigated catheter was stsf; high flow 8.15 ml; low flow 2 ml. The correct catheter settings were selected on the generator. The pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. All force visualization features were used (graph, dashboard, vector and visitag). Visitag module was used, parameters for stability were distance change 2mm; time 3sec; fot 25%, 3 g; tag size 3mm. Additional filter used with the visitag was respiratory gaited visitag. Fti- was the visitag color bar for ablation.